Event description:
Reportedly, a mesh erosion occurred. The surgeon rated the serverity as mild (1 awareness of sign or symptom, but easily tolerated). The relation to device/procedure was rated as a 3 (definite relation to device). There was a segment of tape removal with no administration of medication.